Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented for a device change-out due to eri. Prior to the procedure, externalized conductors were observed via x-ray. Lead was capped and replaced. Patient status was stable.